Event description:
It was reported that while in use on a patient, this 980 ventilator generated background fault diagnostic codes indicating backup ventilation (buv). There was no reported injury to the patient.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator generated background fault diagnostic codes indicating backup ventilation (buv). A review of the ventilator logs confirmed the reported buv. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue in logs, and based on the codes, sp replaced inspiratory flow module printed circuit board assembly (ifm pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to potential fault in ifm pcba. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 was updated due to the part returning section h6 evaluation codes were updated due to analysis of the returned part result code (annex c) - add additional code conclusion code (annex d) - remove d02 and add d0302 component code (annex g) - remove g02005 and add g0201205 h3 device evaluation summary was updated due to analysis of the returnd part: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator generated background fault diagnostic codes indicating backup ventilation (buv). The device was available for evaluation. A review of the ventilator logs confirmed the reported buv. The service personnel (sp) inspected the ventilator, confirmed the reported issue in logs and based on the codes replaced inspiratory flow module printed circuit board assembly (ifm pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One ifm pcba was returned for failure investigation. The part was visually inspected with no observed anomalies. Analysis determined the ifm pcba was prior to the implementation of a change to address autozero solenoid (so1) failures; therefore, no further testing was performed. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the event was determined to be a faulty autozero solenoid (so1). The serial number of the ifm pcba is in scope of the existing corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.